Event description:
Device issue: failure to deploy - thumb advancer, bent - distal end. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, difficulty was encountered, the distal end of the clip delivery tube-set bent, and the exchange sheath splitting could not be completed. The splitting of the exchange sheath was completed by cutting the unsplit portion manually. Although the clip deployed in the intended location, manual compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): the device was received. Inivestigation is not complete.